Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had an alarm which was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. It was also reported that the pump also had insulin flow block alarm. The customer¿s blood glucose was unknown at the time of the incident. It was reported that the delivery stopped and rewind and insulin flow block alarm during bolus. The customer was advised to change the reservoir. The insulin pump will not be returned for analysis.